Event description:
It was reported by the customer that the needles are unable to deliver the full amount of medication in a single injection, requiring multiple needle changes to complete the process. They confirmed that there is no leakage or dosage issues. Additionally, no information was received regarding a serious injury as a result of this product issue.